Manufacturer narrative:
It was reported that the error, "watchdog failed" (diagnostic code 100b), had occurred. The customer attempted a swap of the data acquisition (da) printed circuit board assembly (pcba) in an attempt to resolve another issue but the error, "watchdog failed" had occurred. The rse then advised the customer to confirm the solenoids and da pcba were aligned correctly. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "watchdog failed" (diagnostic code 100b), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "watchdog failed" (diagnostic code 100b), had occurred. The customer attempted a swap of the data acquisition (da) printed circuit board assembly (pcba) in an attempt to resolve another issue but the error, "watchdog failed" had occurred. The rse then advised the customer to confirm the solenoids and da pcba were aligned correctly. The investigation is ongoing.